Event description:
Related manufacturer reference number: 1627487-2019-07156. It was reported that the patient was not getting adequate relief with their scs system and requested that it be explanted. In turn, the patient underwent surgical intervention wherein the scs system was explanted. The patient's second system provides adequate pain relief.